Event description:
It was reported that when (1) device was used during a laparoscopic assisted vaginal hysterectomy, the articulation knob snapped off in the surgeon's hands. The procedure was completed using this instrument with no articulation.